Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information was not provided by the contact. Additional information was requested and the following was obtained: the outer box was damaged. The sterility was not compromised. The analysis results found that the er320 device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to be wrinkly with one tear, the tear was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package was dragged and hit a pointy surface and this caused the reported event. The lot records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic bypass procedure, the packaging was damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.